Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual showed two devices were returned. Device one has original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is missing the tip. The suture knot is tightened down. Bio debris is present. Image attached. A second device was received in its own original packaging with 72202468, lot 2175457 on the label. The t1 and t2 are off the needle but attached to the suture which is still on the device. There is no visible defect to the implants, suture, or device. A functional evaluation showed the actuator for device one will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A material assessment found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that, during an arthroscopy, the t2 implant of the fast-fix 360 did not deploy. Surgery was completed with a smith and nephew back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).